Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under(B)(4). Review of the most recent repair record determined the cutter failed visual/functional testing due to damage; however, the repair was not completed because the cutter is to be scrapped. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher handle doesn't go back and forth 180 deg, you have to rotate it 360 deg to successfully mesh the skin. Event timing was during processing. The cutter did not pass test criteria. No adverse events were reported as a result of this malfunction.